Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. In addition, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Additionally, it was reported that an occlusion alarm occurred. The customer declined troubleshooting with tandem technical support for the reported occlusion alarm, therefore no additional information could be obtained. The customer's blood glucose was 140 mg/dl. The customer continued to use the pump for insulin therapy.